Manufacturer narrative:
(B)(4). We have requested the return of the subject ojr418hm optiflow junior 2 home nasal cannula for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in canada reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr418hm optiflow junior 2 home nasal cannula become loose and the tubing detached. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject device, ojr418hm optiflow junior 2 home nasal cannula was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information, photograph and description of events provided by the distributor, evaluation of the return device, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject device confirmed that both tubes were detached from the cannula with visible glue residue on the ends of both detached tubes and inside the cannula joints. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on our knowledge of the product it is most likely that the tubing was subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr418hm optiflow junior 2 home nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr418hm optiflow junior 2 home nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in canada reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr418hm optiflow junior 2 home nasal cannula became loose and the tubing detached. There was no patient consequence.

Event description:
A distributor in canada reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr418hm optiflow junior 2 home nasal cannula became loose and the tubing detached. There was no patient consequence.

Manufacturer narrative:
(B)(6). Method: the subject ojr418hm optiflow junior 2 home nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the right side of the tubing of the ojr418hm optiflow junior 2 home nasal cannula was detached from the cannula, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr418hm optiflow junior 2 home nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr418hm optiflow junior 2 home nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."